Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's mother stated that the customer woke up with a blood glucose reading of 27.9 mmol/l and had ketones. The customer's mother stated that she increased the customer's basal rates and changed her infusion set twice. The customer's mother stated that the customer's blood glucose came down to 25.5 mmol/l, but she continued to have ketones. Troubleshooting could not be performed at the time of the phone call because the customer was not present with the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.